Event description:
It was reported that the patient's right ventricular (rv) lead was suspected to have fractured, with high impedance and a failure to capture also observed. The rv lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.